Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the reported issue was confirmed. The root cause could not be specified, however, the issue was possibly caused by damage to the image sensor unit or failure of the mounted components on the electrical board due to stress from use, external factors, or handling. The inspection method for suggested event is described in the operation manual for ltf-s300-10-3d ¿chapter 3 preparation and inspection 3.7 inspection of the endoscopic system." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 full establishment name: maizuru kyosai hospital of the national civil servants' economic cooperation organization (ncsec)the device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the videoscope had no image during angle manipulation. The issue occurred during a therapeutic unspecified procedure. There were no reports of patient harm.